Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hernia requiring mesh repair. However, currently there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused the hernia to worsen. The hernia was near the site of the pd catheter (not a fresenius product) which may have led to weakness in the abdominal wall. Regardless, hernia is a well-documented complication in pd patients due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. While there is no objective evidence that a product malfunction caused/contributed to the hernia, the concomitant use of the fresenius cycler to facilitate pd cannot be excluded. The patient continues pd with the fresenius cycler without any reported adverse effects. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient on peritoneal dialysis (pd) had a hernia. There were no reported allegations that the hernia was related to a product issue. Rather it was stated, the patient had been on back-up hemodialysis with pd therapy on hold due to a pd catheter (not a fresenius product issue) on conjunction with the hernia. In additional follow-up, the patient¿s pd nurse stated this patient has been on pd therapy since (B)(6)2023. The nurse indicated the hernia was at the site of the pd catheter (not a fresenius product). As a result, approximately one month ago (date not provided), the patient had the pd catheter repositioned and underwent mesh repair of the hernia. It was confirmed that the patient was transitioned to back up hemodialysis for renal replacement needs to let the pd catheter/hernia sites heal. The nurse was not able to provide the exact cause of the hernia. However, it was noted that the hernia was near the site of the pd catheter (not a fresenius product). The nurse stated several times that the hernia was not due to any issues with fresenius products. The nurse stated the patient has since resumed pd therapy with the same cycler and that the patient is doing well.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported a patient on peritoneal dialysis (pd) had a hernia. There were no reported allegations that the hernia was related to a product issue. Rather it was stated, the patient had been on back-up hemodialysis with pd therapy on hold due to a pd catheter (not a fresenius product issue) on conjunction with the hernia. In additional follow-up, the patient¿s pd nurse stated this patient has been on pd therapy since (B)(6) 2023. The nurse indicated the hernia was at the site of the pd catheter (not a fresenius product). As a result, approximately one month ago (date not provided), the patient had the pd catheter repositioned and underwent mesh repair of the hernia. It was confirmed that the patient was transitioned to back up hemodialysis for renal replacement needs to let the pd catheter/hernia sites heal. The nurse was not able to provide the exact cause of the hernia. However, it was noted that the hernia was near the site of the pd catheter (not a fresenius product). The nurse stated several times that the hernia was not due to any issues with fresenius products. The nurse stated the patient has since resumed pd therapy with the same cycler and that the patient is doing well.